Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's voice prompts did not work when the lid was opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation. Investigation found the device would not power on when the lid was opened as expected and the on/off button had to used. This indicates the reed switch sw5 is faulty. The customer received a replacement device. This device was archived by stryker. The root cause of the reported issue is determined to be the reed switch, sw5.

Event description:
The customer contacted stryker to report that their device's voice prompts did not work when the lid was opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.